Manufacturer narrative:
Correction, b5: event information updated. Correction, h6: coding updated.

Event description:
Additional information indicates that the physician cut one of the patient's two extensions during the procedure. As a result, the physician replaced the extension. Note: it is unknown which extension was cut so both are being reported on.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17979. It was reported that, during the patient's ipg replacement procedure (related manufacturer reference number: 3006705815-2021-05344), the physician accidentally cut one of the patient's extensions. The cut product was left in the patient and not explanted.